Event description:
Bayer case number: (B)(4) haemorrhagic periods [heavy periods] , cardiac arrhythmias [cardiac arrhythmia] , myalgia [myalgia] , arthralgia [arthralgia] , fibromyalgia syndrome [fibromyalgia syndrome], osteoarthritis [osteoarthritis] , cardiac arrhythmias [cardiac arrhythmia] , severe sleep disturbances [sleep disturbance] , herniated disc surgery [intervertebral disc herniation surgery] , capsulitis [capsulitis] , tendinopathy [tendinopathy] , bursitis [bursitis] , early spinal osteoarthritis [spinal osteoarthritis] , neck pain [neck pain] , dizziness [dizziness] , impaired balance, [balance impaired nos] , fuzzy vision, [blurry vision] , severe depression [depression] , brain fog [brain fog] , chronic fatigue [chronic fatigue] , aphasia [aphasia] , lack of word [word finding difficulty], memory problems [memory disturbance], concentration difficulty [concentration impairment] , electrical sensitivity [electric shock sensation], hair loss [hair loss], urinary incontinence [urinary incontinence] , gastric pain [gastric pain] , loss of energy [loss of energy] , social isolation [social isolation] , loss of confidence [loss of confidence] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 40-year-old female patient who had essure inserted (lot no. 627440) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 78 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), a first episode of arrhythmia ("cardiac arrhythmias"), myalgia ("myalgia"), arthralgia ("arthralgia"), fibromyalgia ("fibromyalgia syndrome"), osteoarthritis ("osteoarthritis"), a second episode of arrhythmia ("cardiac arrhythmias"), sleep disorder ("severe sleep disturbances"), periarthritis ("capsulitis"), tendon disorder ("tendinopathy"), bursitis ("bursitis"), spinal osteoarthritis ("early spinal osteoarthritis"), neck pain ("neck pain"), dizziness ("dizziness"), balance disorder ("impaired balance,"), vision blurred ("fuzzy vision,"), depression ("severe depression"), brain fog ("brain fog"), fatigue ("chronic fatigue"), aphasia ("aphasia"), word finding difficulty ("lack of word"), memory impairment ("memory problems"), disturbance in attention ("concentration difficulty"), electric shock sensation ("electrical sensitivity"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence"), abdominal pain upper ("gastric pain"), asthenia (" loss of energy"), social problem ("social isolation") and psychiatric symptom (" loss of confidence") and underwent intervertebral disc operation ("herniated disc surgery"). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to the first episode of arrhythmia, heavy menstrual bleeding, myalgia, arthralgia, fibromyalgia, osteoarthritis, the second episode of arrhythmia, sleep disorder, intervertebral disc operation, periarthritis, tendon disorder, bursitis, spinal osteoarthritis, neck pain, dizziness, balance disorder, vision blurred, depression, brain fog, fatigue, aphasia, word finding difficulty, memory impairment, disturbance in attention, electric shock sensation, alopecia, urinary incontinence, abdominal pain upper, asthenia, social problem or psychiatric symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) haemorrhagic periods [heavy periods], cardiac arrhythmias [cardiac arrhythmia] , myalgia [myalgia] , arthralgia [arthralgia] , fibromyalgia syndrome [fibromyalgia syndrome] , osteoarthritis [osteoarthritis] , cardiac arrhythmias [cardiac arrhythmia] , severe sleep disturbances [sleep disturbance] , herniated disc surgery [intervertebral disc herniation surgery] , capsulitis [capsulitis] , tendinopathy [tendinopathy] , bursitis [bursitis] , early spinal osteoarthritis [spinal osteoarthritis] , neck pain [neck pain] , dizziness [dizziness] , impaired balance, [balance impaired nos] , fuzzy vision, [blurry vision] , severe depression [depression] , brain fog [brain fog] , chronic fatigue [chronic fatigue] , aphasia [aphasia] , lack of word [word finding difficulty] , memory problems [memory disturbance] , concentration difficulty [concentration impairment] , electrical sensitivity [electric shock sensation] , hair loss [hair loss] , urinary incontinence [urinary incontinence] , gastric pain [gastric pain] , loss of energy [loss of energy] , social isolation [social isolation] , loss of confidence [loss of confidence] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jul-2025. The most recent information was received on 30-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 40 year-old female patient who had essure inserted (lot no. 627440) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 78 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), a first episode of arrhythmia ("cardiac arrhythmias"), myalgia ("myalgia"), arthralgia ("arthralgia"), fibromyalgia ("fibromyalgia syndrome"), osteoarthritis ("osteoarthritis"), a second episode of arrhythmia ("cardiac arrhythmias"), sleep disorder ("severe sleep disturbances"), periarthritis ("capsulitis"), tendon disorder ("tendinopathy"), bursitis ("bursitis"), spinal osteoarthritis ("early spinal osteoarthritis"), neck pain ("neck pain"), dizziness ("dizziness"), balance disorder ("impaired balance,"), vision blurred ("fuzzy vision,"), depression ("severe depression"), brain fog ("brain fog"), fatigue ("chronic fatigue"), aphasia ("aphasia"), word finding difficulty ("lack of word"), memory impairment ("memory problems"), disturbance in attention ("concentration difficulty"), electric shock sensation ("electrical sensitivity"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence"), abdominal pain upper ("gastric pain"), asthenia (" loss of energy"), social problem ("social isolation") and psychiatric symptom (" loss of confidence") and underwent intervertebral disc operation ("herniated disc surgery"). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to the first episode of arrhythmia, heavy menstrual bleeding, myalgia, arthralgia, fibromyalgia, osteoarthritis, the second episode of arrhythmia, sleep disorder, intervertebral disc operation, periarthritis, tendon disorder, bursitis, spinal osteoarthritis, neck pain, dizziness, balance disorder, vision blurred, depression, brain fog, fatigue, aphasia, word finding difficulty, memory impairment, disturbance in attention, electric shock sensation, alopecia, urinary incontinence, abdominal pain upper, asthenia, social problem or psychiatric symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Batch number- 627440; manufacture date- 2008-06-01; expiration date- 2010-06-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jul-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.